Event description:
The product in question had been removed from the package using standard sterile technique. The operator noted a small (approx 0.125 cm) fragment of the catheter was frayed at the distal tip. The catheter was removed from the sterile field and another jr4 catheter was used. There was no adverse event to the pt.